Event description:
It was reported that during a laparoscopic roux-en-y procedure, the duckbill came out of the device. Unknown if seal fell into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the duckbill detached from the housing. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.